Event description:
It was reported that "while inserting locking solution to venous limb of catheter post-d and just at end of insertion and clamping its hub piece with syringe still attached "flew off" across the floor. There was no blood or air incident as the clamp had been made secure. The hub piece was thoroughly cleaned with clinell and re-attached. It was secure and fine on examination."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.